Event description:
Pt was implanted with matrix construct on (B)(6) 2011. Pt fell through a portion of a wood porch in (B)(6) 2012 and reported pain after that event. Follow-up x-ray indicates a locking cap has migrated off the construct. No revision scheduled at this time. This is the 3rd report of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.